Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s battery was confirmed to be in overdischarge, but a replacement has not been scheduled at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported there was poor telemetry or no telemetry with recharging. The patient mentioned he had been traveling and did not take the ins recharger (insr) with, and since returning home, the patient could not get the ins to charge. The patient last successfully recharged the device over a month ago. The patient was redirected to their healthcare provider (hcp) to facilitate meeting with manufacturer representative (rep). No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received from the patient on (B)(6) 2018. The patient called back indicating that they have not yet heard from their manufacture representative (rep) and have an appointment on (B)(6) 2018 at 1:30 pm. Additional information was received from the rep indicating that they spoke with the nurse and would be at the appointment on (B)(6) 2018. Additional information was received from the rep on 2018-dec-14. The rep indicated that the patient hasn¿t charged their device in 5 months. They performed a power on reset (po)r three times with no response. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient would have a replacement scheduled. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.